Event description:
It was reported the printer lid on bd kiestra¿ inoqula+¿ was falling. There was no patient impact. The following information was provided by the initial reporter, translated from german to english: "the cover on the printer falls off sporadically."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation summary: "the field service engineer reported on the bd kiestra inoqula (material # 447202 - serial # (B)(6). ) that the cover on the printer falls off sporadically. The dampers need to be replaced. The product technical specialist replaced the dampers (spare part 5000-555-10). The dampers were defective, and the lid lowered automatically. Corrective and preventive action (CAPA) and situation analysis (sa) have been opened for the investigation of corrective actions leading to avoid risks of errors and user injury. The issue that the cover on the printer falls off sporadically was confirmed by the field service engineer. This complaint has been included in the CAPA for traceability of the issue. Design history record (DHR) review is not required for this complaint. The complaint was evaluated via other elements of the investigation. The results of this evaluation have not identified any new hazards, new risks, or specific trends. Bd quality will continue to closely monitor for trends associated with this issue. "

Event description:
It was reported the printer lid on bd kiestra¿ inoqula+¿ was falling. There was no patient impact. The following information was provided by the initial reporter, translated from german to english: "the cover on the printer falls off sporadically."